Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. During the sampling, the scope¿s auxiliary channel tested positive for 11 colony forming units (cfus) of staphylococcus warneri, staphylococcus epidermis, actinomyces oris, lysinibacillus sp. And streptomyces sp. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units of unspecified revivable microorganisms which is conforming to standard. The customer provided the cleaning sterilization and disinfection processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, balloon, auxiliary and the forceps elevator wire channel. The customer uses aniosyme x3 detergent during the pre-cleaning process. During the manual cleaning process, the customer uses aniosyme x3 detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer did not specify the cleaning brushes used during this process. The scope is manually disinfected with aniosyme x3. For automated endoscope reprocessor (aer) treatment, a poka yoké machine is used with dlc detergent and aperlan a et b (disinfectant). The scope is stored in a simple cabinet without drying function. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Clarification to h10 olympus culture results, please see h6 for further clarification. This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - leakage of left and right knobs - electrical connector unit mouse pin loose - sound lens - cut - bending section rubber glue separate - connecting tube wrinkle - suction cylinder scratch - key top 1 cut - universal cord kink - forceps elevator pipe stretching - connector - crack however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.